Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor of ophthalmology reported that the vitrectome did not cut very well and aspiration did not work very well either during a vitrectomy procedure. The surgery was completed with other standalone vitrectome. There was no patient impact. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no 25ga+ probe was returned for not cutting or aspirating very well. The final customer lot was identified. For this final lot, three component probe lots were used to make up the final lot. A device history record review for each of the lots was conducted. No anomalies were found during the device history record reviews. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicated there were no other complaints for this reported issue. Because a sample was not returned and the lot information indicated the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined.